Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon was functionally tested by inflating it to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported balloon rupture.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications reported. Patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications reported. Patient was in good condition post procedure.